Event description:
A doctor alleged that a patient's crown had to be remade due to nx3 clear dual cure cement setting too quickly.

Manufacturer narrative:
The doctor alleged that the patient's crown had to be removed and remade due to nx3 clear dual cure cement setting prior to the crown being completely seated. The doctor refused to provide patient or incident details. No product was returned and the lot number provided by the doctor does not correspond to the nx3 clear dual cure cement product; therefore, no investigation or evaluation can be conducted.